Manufacturer narrative:
The investigation confirmed that the most likely root cause of this event is either due to the user inadvertently scanned the incorrect qc or scanned the same qc twice. The vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. This issue is being addressed in future software versions.

Event description:
Customer contacting ortho care to report their concern with the vision qc software allowing users to modify their qc settings and the analyzer did not give an alert changes were incorrect. Customer was initially configured to always have qc enabled and test albaqc samples (qc1 and qc3) for aborh, antibody screen, and (datpos and datneg) for the dat test profiles with the expected results of aneg, bpos, antibody screen positive/negative and dat positive/negative. Aborh was to be done with qc1 and qc3. Antibody screen was to be done with qc1 and qc3 . Dat was to be done with sample labeled dat neg and dat pos. Customer reports following occurred: (B)(6). Customer has corrected the event and will review sops. Customer made the assumption that edits to qc sample ids would not over ride what was established in qc set up. Customer is requesting ortho to consider a change in software to prevent this from reoccurring.